Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that for about a month they have been seeing a message on their controller that says the internal battery is low and needs to be replaced. The caller also noted that the therapy has been going lower and lower over the last month and they wanted to adjust it. Patient stated they have been encountering the max setting screen on all 7 programs. Patient mentioned they have an appointment with their nurse on wednesday. The patient was redirected to their healthcare provider to further address the issue.